Event description:
It was reported that the patient with a previously implanted sling underwent a surgical procedure for unspecified reasons. An artificial urinary sphincter (aus) device was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.